Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced both common compute controller (ccc) on the vision side carts (vsc). The system was tested and verified as ready for use. The first ccc has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The vsc ccc was installed into a golden system which triggered an error, indicating faults on the ccc due to the golden images. The ccc was successfully reprogramed and the ccc functioned as expected. As a result of these findings, fa was able to conclude that the golden image on the vsc ccc was the root cause of the report event. Additional findings, after the ccc was successfully programmed error 611 appears during the bootup via review logs. This error indicates the audio_codec failed further investigation shows the failure was on the field programmable gate array (fpga). The second ccc has been evaluated by the fa and fa was able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The vsc ccc was installed into a golden system which triggered an error, indicating faults on the ccc due to the golden images. The ccc was successfully reprogramed and the ccc functioned as expected. As a result of these findings, fa was able to conclude that the golden image on the vsc ccc was the root cause of the report event.

Event description:
It was reported that the or staff called in while setting up for a case to report they were experiencing 297 errors on the system. The caller mentioned they had already contacted support earlier due to errors on the vision side cart (vsc) and had swapped vision towers. However, with the new vision tower, a 297 error occurred during power-up. The logs confirmed a 297 error on the surgeon side console (ssc). The technical support engineer recommended a hard reboot of the system. After the caller performed the hard reboot, the 297 errors persisted on the ssc. The caller then swapped out the ssc with another available unit. Upon powering on the system with the new ssc, it successfully homed and indicated that the da vinci system was ready. The customer proceeded with the setup for the case, and the ssc with the 297 error was moved into the hallway.